Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. The valve was not returned for evaluation. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results suggest that patient factors (aortic homograft, pericardial patch) may have contributed to the aortic rupture. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported through our (B)(4) affiliate, a 29mm sapien 3 valve was implanted in aortic position in a patient with history of homograft to the aortic root and pericardial patch. Immediately post deployment the patient complained of chest pain which increased in severity and the patient became quite distressed. An aortic rupture was noted on images (aortogram and echo) and pericardiocentesis was performed. The patient was intubated and transferred to the operating room for an open cardiac surgery. On arrival the patient lost output and CPR was commenced. A ventricular fibrillation occurred. The patient was put on bypass. The sapien 3 valve was removed for aortic root replacement (bentall¿s procedure). As reported, no balloon valvuloplasty (bav) was performed. The valve was aligned and positioned without issue.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
A surgical valve was implanted. Patient was discharged to home. The degree of valve calcification was reported as mild. As per medical opinion the cause of the aortic rupture was the calcification that pierced aorta during balloon delivery of sapien 3.